Manufacturer narrative:
D9: date returned to mfg.: 12/23/2024. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has had high temperature alarm¿ cannot be confirmed. The device was working as expected. No problem found. Per functional testing: 2-hour long term run, no problem found. Alarm and temperature limits within the specifications. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has had high temperature. Is unknown if there was patient involvement.